Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had possibly moved and exhibited, decreased p-waves, potential loss of capture, and was not functioning as it should. It was also reported that the patient experienced frequent pacemaker mediated tachycardia (pmt) events. It was noted that the patient underwent bypass surgery a week prior. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.